Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left deflation. The device remains implanted.

Event description:
Healthcare professional reported left deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: a review of the device noted one opening on the radius side assessed as fold flaw opening. Additional information noted crease, wear abrasion and white particles observed inside the device.